Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that they have "found several water feed lines on the mr290 leaking just below the spike." The quantity of affected units was not supplied. The hospital advised that they have observed this issue during device set-up (prior to patient use) in some cases and after 2-3 days use in other cases. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: no complaint humidification chambers were available for evaluation. An investigation was carried out based on the event description. Results: based on the information provided, it is likely that the chamber leaks were caused by an insufficient amount of glue being applied at the connection between the feedset spike and the tube, causing it to separate. A lot check revealed one other complaint of this nature for lot number 100216. The previous complaint was reported by the same complainant on behalf of a different facility site. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).